Manufacturer narrative:
The device was not returned for investigation. Based on the information submitted it was stated that the lever was actuated to release the toggle [anchor], but the toggle did not release. This was likely caused by the toggle being tucked into the incorrect delivery system tubing during the manufacturing process. The risk to the patient is minor blood loss intra-operatively, leading to elongation of procedure time or use of another device. Based upon occurrence rate, this appears to not be a lot quality issue with minimal risk to the patient. Corrective actions including an additional inspection step have already been implemented to reduce the risk of this incidents' occurrence in the future.

Manufacturer narrative:
The us IFU lists access site complications leading to bleeding and other access site complications possibly requiring surgical cut down as a possible adverse events. An investigation has been opened and review of risk documentation, device history, and case imaging will be performed.

Event description:
A tavr procedure was performed on (B)(6) 2019. It was reported that when the first manta 18f was deployed, the toggle (anchor) did not advance from the carrier tube. The physician attempted to use a second device. The second device deployed correctly, but there was a complete pull out. The physician decided to go to a surgical cut down to close the access site. The patient was reported to be fine following the procedure. This MDR is associated with 3010252479-2019-00056.